Manufacturer narrative:
Rwmic consider this complaint and MDR open. The user facility will be contact again in an effort to collect missing and unclear information. Rwmic's follow-up report to FDA is pending user facilities response. (B)(4). Error list includes problems such as output error. User is instructed to "call technical service". Troubleshooting includes device without function. User is instruction to "turn on power switch, connect power cable, replace fuse and have an authorized service tech. Check the unit for possible faults, check in-house power installation, and call technical service department. Troubleshooting also includes malfunction without identification of error. User is instructed to check accessories and replace if required, replace footswitch, and call technical service department. It appears that the user facility followed the instruction as written. However, it is not clear if the footswitch was replaced. Footswitch was not returned with the device and was not evaluated by rwmic.

Event description:
Email from user facility, june 11, 2018. On this pass friday, our staff reported having issues with one of our wolf generators during a case. They could not get it to work properly so eventually switch it out. Can you assist me with sending in the unit for repair? I'm not sure if it's covered under warranty either. If you can follow up with me at your earliest convenience, I would really appreciated it. User facility was asked the following questions, answers were provided on june 12, 2018. 1. Was the device being used during a procedure? Yes. 2. Specifically, was it being used on a patient at the time? Yes. 3. Was there an injury or illness to the patient because of the issue? No. 4. Did it cause a delay in the procedure that put the patient at risk? Yes. 5. Was there a similar device available for back up use? Yes. 6. Was the procedure completed? Yes. 7. How was the patient anesthetized? General, local, unknown or not applicable? General. User facility provided more information on june 14, 2018. It just stop working properly. They switched out the cable but it continued to have problems so they made the decision to switch out the generator. So unfortunately I can't give you accurate information. Hopefully it was a mishap that may not ever happen again. But to be on the safe side we though it might be worth checking out. Rwmic received the generator on (B)(6) 2018. User facility did not include accessories such as the generator footswitch, cables, instruments, etc. Product was evaluated on 06/20/2018, summary below: rwmic was unable to replicate the compliant. The footswitch receptacle was cracked and needed replacement. The issue may have been on the instrument side. Product appearance is used. First time in for repair.

Event description:
Follow up report to provide new and changed information.

Manufacturer narrative:
Follow-up #1 is to provide FDA with new and changed information: the user facility was contacted three times in an effort to collect additional information. As of (B)(6) 2018, rwmic has not received a response. Rwmic considers this complaint and MDR closed. Should additional information become available a follow up report will be submitted.